Manufacturer narrative:
According to the customer, on (B)(6) 2024 the IV was placed and being flushed for a "colonoscopy" when "the catheter broke apart from the hub inside the patient". The customer reported "several nurses attempted to feel for the catheter but were not successful". The customer reported "911 was called" and the patient required a "venotomy" procedure for removal of the catheter. The customer reported the patient is stable and being monitored. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the IV was placed and being flushed for a "colonoscopy" when "the catheter broke apart from the hub inside the patient".